Manufacturer narrative:
Concomitant medical products: product ID: 977a260; serial#: (B)(4); implanted: (B)(6) 2015; product type: lead. Product ID: 977a260; serial#: (B)(4); implanted: (B)(6) 2015; product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 16-jul-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 16-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Patient had the ins removed on april 15 so that a drug pump could be placed. They also tried to remove leads at that time, but ended up meeting with resistance and the leads were left internalized. Pt was hospitalized with symptoms of pain, numbness and hematoma; numbness and pain involves left leg. It's unclear when pt's symptoms started exactly but pt was admitted to hospital on (B)(6) 2022. Technical services specialist reviewed option for doing CT scan.